Event description:
The customer reported that following an rf ablation on march 4, the pt seemed to be okay. However, at 7 pm, three hours post-op, the pt suddenly suffered cardiac arrest. Although the pt was recovered by heart massage, emergency surgery was performed at midnight on march 5. Bleeding was found from the intercostal artery and a transfusion was given, but the pt's blood pressure did not return to normal. The pt passed away from hemorrhagic shock caused by ischemia on march 6. The rf ablation had been performed with artificial pleural effusion and there was no water left in cavity and no bleeding was found when checked with echo post-op. When recovered by heart massage, the pt was suffering from hepatic and renal failures. The customer regards this as an incidental event and does not attribute the pt's death to the covidien cool-tip products.

Manufacturer narrative:
(B) (4). The incident sample was discarded and is not available for evaluation. Autopsy results are not available as no autopsy was performed. Additional info, including pt info, has been requested. If additional pertinent info is obtained, a follow-up report will be submitted.